Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and air bubble. Customer's blood glucose value was 461 mg/dl at the time of the incident and blood glucose was 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Air bubble was large in size. Customer will not return device for analysis.